Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported following an intraocular lens (iol) implant procedure, the patient's vision was disturbed by a streak. The doctor did not find any abnormalities on the implanted lens. The patient returned one year following the implant and reported the streak remains and it was disturbing. The lens was removed and replaced. The patient's vision was then reported as normal. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Results from the product history record review indicated the product met release criteria. Iol returned in a specimen container in an unknown clear liquid. Iol is allowed to air-dry. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable near the gusset area. We are unable to determine the root cause for the reported complaint "eye was disturbed by a streak, lens exchanged". All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (optic is scratched/marked) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).